Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller having difficulty connecting to the patient cable due to a stuck pin was not confirmed. There was no photos or log files submitted for review. The system controller, (B)(6), was not returned for analysis. A root cause for the reported event is consistent with using excessive force when making connections; however, it cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The IFU states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the customer's power module patient cable broke. One of the patient cable prongs broke off inside the patient's system controller power cable, which caused it to fail to connect to the power module. Both the customer's patient cable and the patient's controller were exchanged.